Event description:
Medtronic received information through literature review of a retrospective five-year study that three patients underwent a second catheterization for pulmonary valve reimplantation assessment after fracture of a previously placed melody transcatheter pulmonary valve (tpv). No additional details regarding specific devices, medical interventions or patient outcomes were reported in the article. The article reported the results of a retrospective study of the prevalence of coronary artery abnormalities, and the incidence and risk factors for coronary artery compression, in patients undergoing evaluation for melody valve placement. The article noted that none of the patients manifested any clinical evidence of ca compression after implantation. The article reported the results of a retrospective study of the prevalence of coronary artery abnormalities, and the incidence and risk factors for coronary artery compression, in patients undergoing evaluation for melody valve placement. The study reviewed the results of 404 patients who underwent 407 catheterizations for potential tpv implantation at four centers over approximately five years.

Manufacturer narrative:
A review shows medtronic has previously submitted three medwatch reports for melody stent fractures reported by the four sites that were part of this study: 2025587-2013-00003, 2184009-2012-00047 and 2184009-2012-00029. An author of the article was contacted and provided additional information about the 21 patients who were the focus of the article; however, as only the initial catheterization was included in the study and the provided data, it could not be immediately confirmed whether the three previously-reported reoperations were the same that were discussed in the article. Additional investigation is being conducted in an attempt to determine if the events cited in the article are the same events that were previously reported. Risk of coronary artery compression among patients referred for transcatheter pulmonary valve implantation: a multicenter experience; morray, md, et al. Circulation cardiovascular interventions, october 2013. Doi: 10.1161/circinterventions.113.00020. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.